Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and got an off no power alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that the battery was not previously used. The customer stated that there were no unattended alarms. The customer stated that the battery cap was not loose, cracked or damaged. The customer was unable to continue troubleshooting due to unavailability of new battery. The customer was unable to perform self-test at the time of call. The customer stated that the drive support cap appeared normal. The insulin pump will not be returned for analysis.